Event description:
Determined to be reportable based on analysis completed on 02/22/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.75x12mm taxus express2 was advanced to the severely calcified, distal left anterior descending artery; however, the physician was unable to cross the lesion. The procedure was completed with a different device. There was no patient complications or injuries reported. The patient status is listed as good. Device analysis indicates stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent found the presence of distal stent strut damage, a number of stent struts appeared bunched. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further issues were noted with the returned device which could have contributed to the reported complaint. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. The damage present on the stent is consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. Further information reported detailed that the physician experienced significant resistance during insertion of the device. A review of the manufacturing records for this batch # 7992133 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be identified.